Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset and the device is now at vvi 65. The reset was cleared, the device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a partial electrical reset. Critical ram parity error occurred in address 0c be on (B)(4) 2014. Power on reset (por) severity is low so the device should be able to fully recover after reset. (B)(4).